Manufacturer narrative:
A review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient underwent a primary total hip replacement on (B)(6) 2017. The patient subsequently had multiple dislocations. The patient was scheduled for revision surgery on (B)(6). The surgeon determined that the acetabular component needed to be re-positioned. It was removed and reamed and a new component was implanted. It was stable. Operation was successfully completed.